Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device was getting error code 1007 vent-inop: machine and proximal pressure sensors failed message. The device stopped operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The following alarms were observed in the repair center and recorded in the event log: 1007 ¿ ventilator inoperative: machine and proximal pressure sensors failed. 1106 ¿ check vent: machine pressure sensor calibration data error. 1107 ¿ check vent: proximal pressure sensor calibration data error. 1110 ¿ check vent: oxygen pressure sensor calibration data error. 1113 ¿ check vent: barometer calibration data error. 110e ¿ check vent: air flow sensor calibration data error. 110f ¿ check vent: oxygen flow sensor calibration data error. 1127 ¿ check vent: ovp circuit failed. Based on these findings, the data acquisition (da) board was replaced. The device was fully inspected, cleaned, run-in tested, and functionally tested. The software version was confirmed as 3.20. The ventilator subsequently passed all required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time; however, the complaint will be reopened if new information becomes available.